Manufacturer narrative:
.

Event description:
The suspect usb cable was underwent analysis, which found 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that communication with generators could not be completed using a programming system. The wand battery was replaced but the communication issues continued. Further troubleshooting was performed and identified that the white usb serial cable could be the source of the reported communication issues.. The suspected usb cable was returned to the manufacturer where analysis is underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.